Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One mitraclip was successfully implanted. While inserting the second clip delivery system (cds) into the steerable guide catheter (sgc) it was noted that the hemostasis valve of the sgc did not seal properly while pushing the clip introducer in. The physician noticed it early enough to prevent air coming into the system via aspiration. The procedure continued and the second clip was successfully implanted reducing the mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak/splash (loss of fluid column). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to an identified torn silicone valve. However, a cause for the observed torn silicone valve cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.